Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent moved on balloon. Vascular access was obtained via the opposite side of the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After pre-dilation with a 4mm balloon catheter, a 7.0x60x135cm express ld vascular stent was advanced but was unable to cross the lesion. When the device was removed from the patient for another pre-dilatation with the balloon catheter, the stent was found moved from its mounted location. The device was not reinserted and the procedure was completed with a 7x37 and 7x27 express ld vascular stents. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. The device was returned with the balloon slightly inflated and the stent expanded. It was noted that the expanded stent had moved 5mm distally on the inflated balloon. No issues were noted with the balloon. The investigator attached the device to an encore inflation unit and applied (B)(6) pressure to deflate the balloon fully. The balloon deflated without issue. A visual inspection of the stent and the balloon identified no issues that may have contributed to this complaint. A visual and tactile examination identified a kink on the shaft 615mm distal from base of hub. This damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Vascular access was obtained via the opposite side of the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After pre-dilation with a 4mm balloon catheter, a 7.0x60x135cm express ld vascular stent was advanced but was unable to cross the lesion. When the device was removed from the patient for another pre-dilatation with the balloon catheter, the stent was found moved from its mounted location. The device was not reinserted and the procedure was completed with a 7x37 and 7x27 express ld vascular stents. No patient complications were reported and the patient's status was good.